Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female, pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1975, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced zinc toxicity, nerve damage, tingling in feet and toes, numbness in feet and toes, and pain in feet and toes. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage, resulting in tingling, numbness, and severe pain in her feet and toes." The pt "suffered severe and permanent physical injuries including, but not limited to, profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Medical records received on (B)(4) 2011: on (B)(6) 2007, the pt was seen by a neurologist for eval of a severely unpleasant sensation on the anterolateral aspect of the left thigh. Neurontin has provided some relief, and she was noted to have lower back and left lower extremity pain on (B)(6) 2007. The pt was noted to have lumbar disc herniation and neuralgia paresthesias and was followed by a pain management service for epidural injections which provided significant improvement. At neurological follow up on (B)(6) 2009, the pain in the left lower extremity was worsened and there was a feeling of numbness of both legs which the pt related to peripheral neuropathy. On (B)(6) 2009, the pt underwent surgical removal of a herniated lumbar disc at l4 - 5. At neurology follow up on (B)(6) 2009, the pt's left extremity pain had been relieved, but the pt noted some numbness of the toes and feet as a result of neuropathy. The neurologist stated the cause of the neuropathy was unclear. The pt had returned to her normal level of daily activity by follow up on (B)(6) 2009. At follow up on (B)(6) 2009 and (B)(6) 2009, the pt was noted to have left leg and knee pain that the physician felt was related to the joint. This case was now considered medically significant by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this prod was available. (B)(4).